Event description:
The company was informed that the pt is experiencing mild infection over the incision site. The pt was treated with antibiotics (zithromax 2 pak 250 for 5 days). The pt is currently being treated with augmentin and being monitored.